Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a motor error alarm. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery; unable to perform a21 error test due to motor error alarms noted. The motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. However, the insulin passed displacement test, self test, off no power test, rewind test, basic occlusion test and prime test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.